Manufacturer narrative:
The following other devices were also listed in this report: triathlon #2 right cr femur; cat# unknown; lot# unknown, #2 tibial baseplate; cat# unknown; lot# unknown, a29 patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly patient underwent bilateral tkas on (B)(6) 2012 with shapematch cutting guides and the use of the guides led to these implants failing prematurely, requiring revision. It is further alleged that within 18 months, she was in more pain than prior to her surgeries, sought a second opinion and will undergo a right knee revision once the contralateral side has healed, likely in early 2016.